Event description:
During an in-clinic follow-up, loss of cardiac pacing was observed on the right ventricular (rv) and right atrial (ra) lead on a pacer dependent patient. Additionally, increased pacing impedance was observed on the ra lead. An additional surgery was performed where it was observed that the leads were not properly implanted into the header of the device. The leads were reconnected into the header to resolve the event. The patient was stable and will continue to be monitored.